Manufacturer narrative:
Citation: de lucia, et al. Non-continuous mobile electrocardiogram monitoring for post-transcatheter aortic valve replacement delayed conduction disorders put to the test. European society of cardiology 25, 1116¿1125 2023. Doi.org/10.1093/europace/euac285. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding delayed conduction disorders following transcatheter aortic valve replacement (tavr). The time frame of this study was from march 2021 to february 2022. The study population included 100 patients who were predominantly female with a mean age of 81.9 years. Multiple manufacturer¿s devices were implanted in the study population; an undisclosed number of patients were implanted with a medtronic evolut r, evolut pro or evolut pro+ bioprosthetic valve. Among all patients, adverse events included: delayed arrhythmia requiring permanent pacemaker implant. No further information was provided pertaining to medtronic products.